Event description:
A discordant calcium (ca_2) result on an advia 2400 was obtained for one pt. The result was not reported to the physician. The sample was rerun on the same instrument and the corrected result was reported. There were no reports of adverse health consequences or known pt interventions due to the discordant calcium (ca_2) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant ca_2 result was due to a bent reagent probe pipette 1 arm. The fse replaced the reagent probe pipette 1 arm and the instrument performed within specifications. The system was determined to be operational and no further evaluation of the device is required.